Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter foreign matter was found on the catheter. There was no report of patient impact. The following information was provided by the initial reporter: after having placed the venflon into the patient, the paramedic discovered something on the catheter. It was like a kind of rubbey mass was placed on the catheter. He discontinued the catheter immediately and it did not have any impact for the patient.

Manufacturer narrative:
2 photos returned show an unknown gel-like substance on catheter. The gel-like substance is similar to silicone compound from catheter lube. However, as no sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.